Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient felt pain during ventricular pacing with the new pacemaker. It was also reported that the patient felt a "sharp jabbing pain" in the back whenever there was ventricular capture. Follow-up indicated a chest xray was done and the device was reprogrammed. The device remains in use. No patient further complications have been reported as a result of this event.